Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the remote home monitoring system issued another alert for high out of range shock impedance measurements for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The clinic has opted to monitor the patient. The device and lead remain in service.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. All subsequent measurements in-clinic were observed to be stable and within normal limits. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.